Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system. Customer doesn't know his blood glucose level. Customer reported the drive support cap was normal. Customer was advised the device needed to be replaced and to revert to back up plan. Customer agreed to the device for further analysis.